Manufacturer narrative:
Concomitant products: sedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.